Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found the full height (fh) cubie drawer was not sensing the closed position. Identified that the magnet had fallen off the latch inseparable and replaced the fh cubie drawer latch inseparable. Tested and successfully recovered the failed drawer. Additionally, the fh cubie drawer was missing from the medication application configuration. Replaced the fh cubie bus module and drawer controller boards and installed a new fh cubie drawer latch inseparable. Tested and confirmed all pockets and the drawer recovered successfully. The system functioned as intended after the field service engineer repaired the device.